Manufacturer narrative:
A steris service technician inspected the sterilizer, and found it alarming for "too long in fast exhaust". Upon further inspection, he found a damaged s2 piston leaking water into the chamber, resulting in flooding. The damaged piston is attributable to age related wear.the piston was replaced, the unit was tested, found to be operational and returned to service.

Event description:
The user facility reported that when an employee opened the door of the sterilizer after a biological test cycle, water ran out of the sterilizer onto the employee and the floor.the water was reported to be warm, but not hot. The spill was isolated around the immediate vicinity of the sterilizer. It was cleaned up immediately. The amount of water was approximately a gallon.the employee was evaluated at the facility, but required no medical treatment. No procedural delays or cancellations have been reported. No property damage was reported.